Event description:
It was reported that, during a laparoscopic total gastrectomy, it was found that the blade tip and the tissue pad were misaligned before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the jaws misaligned, upon further analysis of the tissue pad an off center burn in was observed. In addition, it was observed evidence of use was observed. The device was connected to a gen11. The device was functional and worked as intended. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the damage of the jaws was due to contact with some metal or a instrument in the surgery causing the device to be difficult to opening or closing. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.